Event description:
It was reported that (1) 512b and (2) 1seal were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the blunt port used for the camera (umbilicus), mid case got blood on it and was removed for cleaning. Once the camera was reinserted, the outer gasket tore and leaked pneumoperitonieum. The surgeon placed 1seal over the tear and found that the blood trapped on the 1seal over the tear and found that the blood trapped on the 1seal got all over the camera lens and everything. A new blunt port needed to be opened to replace the leaking port and the case was completed. There was an extended or time.